Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to a reporter, after a robotic total knee surgery, the patient came back for a second procedure to remove a granuloma.